Event description:
It was reported the bronchovideoscope displayed an e226 scope communication error during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. The investigation found an additional reportable malfunction: b30 scope communication errors were occurring. Based on the results of the investigation, both the e226 and b30 errors were attributed to a defective printed circuit board, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.